Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
The device system was implanted in (B)(6) 2014. The patient was having complications at the catheter site and also with the pump motor. The pump wasn't working. The patient was told to keep taking her oral medications and to wait until her next appointment. The patient "can't even stand up and feels like she is bouncing". About an inch above where the incision was to do the catheter, there was a knot that swelled sometimes and would go away for a while. If the patient sat up or stood up the knot swelled up and it would reduce if she lied down. It took 6 weeks after implant before the patient could really sit and stand. The patient also had another knot three inches below the bra strap. The hcp (healthcare professional) adjusted the medication and gave the patient oral medication to supplement. Per the reporter, they hadn't been told anything definitive by the patient's pain managing hcp. A dye study was ordered and was supposed to be done in (B)(6) 2015 to make sure the catheter was still placed correctly; however, it got postponed and rescheduled for (B)(6) 2015. At the time of this report, the device system was delivering prialt and bupivacaine; the bupivacaine was added to the pump at the last refill; the date was not reported. The interventions and outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.